Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. The device history records could not be reviewed because lot number was not provided.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: health care worker reported she encountered underfilled citrate tubes."